Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or other relevant information, a follow-up report will be submitted.

Event description:
Customer reported that today while using the codman perforator bit with an unknown stryker handpiece and console, the perforator did not stop. The adverse consequences were that the device touched intercranial tissue while it was still powered. The event occurred on (B)(6) 2018 during a procedure at the user facility ((B)(6) health center ¿ (B)(6)).

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.